Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative gathered the logs and shipped them to the manufacturer for analysis. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the imaging system screen displayed a message stating "initializing please wait" and would not progress the prompt. Restarting the imaging system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.